Manufacturer narrative:
(B)(4)

Event description:
It was reported that the screw portion of the low profile abutment (ilpc441u) fractured. The fractured screw portions were able to be removed from the implant.

Event description:
It was reported that the screw portion of the low profile abutment (ilpc442u) fractured. The fractured screw portions were able to be removed from the implant.

Manufacturer narrative:
One low profile abutment was returned for evaluation. A visual inspection revealed that the originally reported ilpc441u was a ilpc442u low profile abutment instead verified through drawing 830061 rev a. The visual inspection also revealed that the abutment fractured at the apex of the seating surface. The alleged complaint is therefore confirmed. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: biomet 3i restorative products IFU (p-iis086gr) rev e. Warnings: mishandling of small components inside the patient¿s mouth carries a risk of ingestion, aspiration and/or swallowing. Fracture of a restoration may occur when an abutment is loaded beyond its functional capability. Reuse of biomet 3i products that are labeled for single-use may result in product contamination, patient infection and/or failure of the device to perform as intended. Peek components are intended for use to support singleor multiple-unit provisional prostheses in the mandible or maxilla for up to 180 days, at which time a definitive prosthesis should be inserted. Precautions: biomet 3i restorative products should only be used by trained professionals. The surgical and restorative techniques required to properly utilize these products are highly specialized and complex procedures. Improper technique can lead to implant failure, loss of supporting bone, restoration fracture, screw loosening, ingestion and aspiration and/or swallowing. Components made from peek material are intended for use for up to 180 days. Potential adverse events: potential adverse events associated with the use of restorative products may include: failure to integrate; loss of integration; dehiscence requiring bone grafting; infection as reported by: abscess, fistula, suppuration, inflammation, radiolucency; gingival hyperplasia; excessive bone loss requiring intervention; fracture; ingestion, aspiration and/or swallowing and nerve injury. A singular cause for the complaint could not be determined.